Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 425cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 17, 2025, mentor was notified that the patient was scheduled for breast implant removal on (B)(6) 2025. Date of explantation: (B)(6) 2025. Reason for device explant and/or reoperation: deflation. Additionally, a correction of the patient's initials were provided. Patient identifier: (B)(6). On july 07, 2025, the mentor analysis lab received the suspect medical device for evaluation. Paperwork received with the device provided the patient underwent bilateral exchange with mentor gel implants during the revision surgery. On july 10, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned device revealed that the breast implant had a crease/fold on the anterior view extending to the posterior view. In addition, a tear was noted on the anterior view, within the crease measuring approximately 0.6 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).